Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "battery error," was reproduced using a known working pump. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be the battery cell failure. The battery cell requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless battery module caused an improper shutdown. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.